Manufacturer narrative:
The pump alarmed during the self test due to a faulty component on the remote frequency board. The pump was unable to connect to the care link software due to the alarm. The pump also had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and stained end cap sticker.

Event description:
It was reported that the insulin pump alarms failed selftest every day and that there is no connection between the insulin pump and carelink software. Blood glucose value is 130 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.